Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the white balance function worked properly intermittently and sometimes failed. The image was also unclear, and a camera head error (e850) occurred during inspection involving an olympus camera head. There was no patient injury reported.